Event description:
At approximately 1445; surgeon noted that the tip of the t20 driver (815-517) broke off while in use-tightening the set screw. Md unable to retrieve the tip of the driver out from the domino connector set screw (96505ht) the tip of the driver got lodged into the top of the set screw.device #1is this a laboratory device or laboratory test?no.